Manufacturer narrative:
Compromised force sensor error alarmed during the basic occlusion test due to a loose/protruded drive support disk. Pump passed the stop current test, run current test, and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test, and no delivery test due to compromised force sensor error alarm. Pump had a cracked case at the display window corner, cracked battery tube threads, a minor scratched and cracked display window, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.